Manufacturer narrative:
(B)(4) 2013. Complaint was not given to regulatory affairs for processing until (B)(4) 2013. Broken seat on commode, per dealer. No serial number given, however the part number, 1112182, is associated with only three models of commodes all manufactured at invamex. They are the 9630-4, 9630-1, and 9650-4. MDR filed.

Event description:
The dealer advised a replacement seat was sent out on a no charge warranty order (B)(4). The associate is no longer employed and no further information is available.